Event description:
It was reported that the right ventricular (rv) lead exhibited a decrease impedance and increase in threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that reprogramming was performed. The threshold has come down a bit, but it is fluctuating and there was possible noise. The lead will continue to be monitored.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5554-45 lead implanted: 1999 (B)(6). (B)(4).